Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested on two cobas 8000 e 801 module analyzers and a cobas e 411 immunoassay analyzer. Results from the following assays were affected: elecsys ft3 iii (ft3), elecsys ft3 iii ver. 2 (ft3 v2), and the elecsys ft4 iii assay. The specific date of the event is not known. The sample is a second sample from the same patient originally reported in the manufacturer report number 1823260-2021-01337 as sample ID (B)(6). This medwatch will cover the ft4 assay. Please refer to the medwatch with manufacturer report number 1823260-2021-01337 for information related to the ft3 assay and refer to the medwatch with patient identifier (B)(6) for information related to the ft3 v2 assay. The sample was initially tested with the ft3 and ft4 assay on the customer's e 801 analyzer. The sample was repeated on a siemens centaur analyzer. The sample was also provided for investigation, where it was tested for ft3 on the e411 analyzer on (B)(6) 2021. During investigations, the sample was also tested with the ft3, ft4, and ft3 v2 assays on a second e 801 analyzer on (B)(6) 2021. The serial number of the customer's e 801 analyzer was (B)(4). The ft4 reagent lot number and expiration date used on this analyzer were requested, but not provided. The serial number of the e 801 analyzer used for investigation is (B)(4). Ft4 reagent lot number 541093, with an expiration date of 31-may-2022 was used on this analyzer.

Manufacturer narrative:
Further investigations of the sample with ID (B)(6) were no longer possible as any interfering effects may have decreased over time in this specific sample. A new sample collection from the patient was requested, but could not be provided. The investigation could not identify a product problem. The cause of the event could not be determined.